Event description:
Boston scientific received information that this programmer displayed a battery error message. This programmer was sent back. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the unit booted up with error message as cmos (complementary metal-oxide-semiconductor) battery failure. The battery was replaced. A part of the printed circuit board was burnt. The touch screen was dented and was replaced. The unit passed all functional incoming tests after replacing the damaged parts on the printed circuit board.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information received that further testing had indicated that the programmer failed the screen check in the triangle wave. The printed circuit board was then replaced.